Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was determined that the upper case and one bail cover were broken and contaminated, the lower case and ring were contaminated, one bail cover as well as one bail were missing, the battery contacts were compressed, the ring was bent and the keyboard was scratched. The generator was to be scrapped in-house. (B)(4).

Event description:
The external pulse generator was returned as a trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.